Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.